Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7071359. Product family: scs-lead fixation upn: (B)(4), model: sc-4318, batch: 25108959/25329552. Product family: scs-ipg-r: upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 364930.

Event description:
It was reported that the patient was experiencing weakness in the leg following a lead replacement procedure (MFR. Report no. 3006630150-2020-02546), the physician was unsure of the cause of the weakness and if it was device related and believed it was not procedure related. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and will not be returned.